Event description:
The device was sent in for preventative maintenance and found to be needing repair. There was no patient involvement. Due diligence is complete, there is no additional information available. During device evaluation the technician verified that the motor speed was low.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: ireland. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the motor speed was low and the reciprocation arm was worn. The motor and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.